Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable" alarm. Per reporter, air in line was noted. Per reporter the residual volume was 7 ml, rate 2.4 ml and given 103 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.